Manufacturer narrative:
An intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint. Visual inspection was performed and no damage to the cables were observed. Electrical continuity was performed and passed. Failure analysis found no issues with manual articulation of the instrument's inputs and the grip tips moved accordingly. The root cause is non-device related factors. An additional observation not reported by the site was also identified. The fenestrated bipolar forceps instrument was found to have a broken bipolar yaw pulley and the broken piece is missing as a result of breakage. The size of missing piece is approximately 0.067¿ x 0.046¿. The root cause of broken instrument bipolar yaw pulley is typically attributed to mishandling/misuse, such as excessive force applied to the distal end of the instrument. No image or video was available for review. A review of the instrument log for the fenestrated bipolar forceps instrument (part number 471205-17/lot number k10220404 0042) associated with this event has been performed. Per review of the logs, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 via system sk4401. The alleged instrument had 13 remaining uses with no subsequent use recorded. This complaint is a reportable malfunction event due to the fa finding: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted transthoracic esophagectomy surgical procedure, the fenestrated bipolar forceps instrument cable pulley was damaged. The procedure was completed with no patient injury. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter indicated that they could not provide any patient information.